Event description:
Additional information received identified therapy was restored postoperatively and the issue was resolved.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (australia) the patient underwent surgical intervention on (B)(6) 2018 as the l2 lead was fractured. The lead was explanted and replaced to resolve the issue.